Manufacturer narrative:
Device was received with no button response due to flattened act, down arrow and up arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to perform the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Device passed stop current and run current test. No blank display anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, crack on battery compartment and experienced low blood glucose. The customer¿s blood glucose level was 156 mg/d and 170 mg/dll. Customer declined to troubleshoot for low readings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.